Event description:
It was reported that the external pulse generator (epg) turned off when in use with a patient. The caller stated that the battery voltage was eight volts, and the epg had been running for two hours with no low battery indicator and without the unit turning off. The epg was tested for pacing continuation with two different batteries, and the epg only ran for a short time with each. The caller was advised to return the epg for service. No patient complications have been reported as a result of this event.